Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate shocks one night due to intermittent undersensing of small atrial fibrillation (af) signals. The patient was experiencing heavy diarrhea and hypokalemia at the time. The patient was hospitalized, and the patient's condition has been regulated. No reprogramming has been done. The device remains in use. No additional adverse patient effects were reported.